Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead exhibited noise. Isometric testing was performed and the noise was not reproducible. No intervention was performed and the lead will continue to be monitored. The patient was in stable condition.